Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The complaint could not be confirmed relative to the reported condition. The main housing operated as intended when tested with a known good trigger and the blade rotated and advanced without issue. However, the trigger did not operate as intended due to a cut in the air tube.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00608. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic-asssisted vaginal hysterectomy on (B)(6) 2011. During the procedure, the blade of the device stopped spinning after three minutes of use. The nurse turned off the motor drive unit at the wall and then back on. The handpiece worked for approximately 30 seconds then stopped again. The procedure was completed with no adverse patient consequences.